Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2938836-2019-14079. It was reported that the patient experienced syncope and bradycardia due to oversensing of right ventricular (rv) lead noise which caused pacing inhibition. The patient was admitted to the hospital on (B)(6) 2019 for normal device replacement and the leads were reconnected to the new device. Device interrogation in clinic did not indicate any noise at the time of generator change, so the leads were determined to be in working order. The patient was discharged. The patient experienced another episode of syncope on (B)(6) 2019 and was admitted to the hospital again. Device interrogation revealed pacing inhibition due to noise oversensing on the rv lead. Few but less frequent instances of noise as well as low sensing amplitudes were also noted on the right atrial (ra) lead. Both rv and ra leads were capped on (B)(6) 2019. New leads were implanted and the device was reimplanted on the patient's right side due to occlusion on the left side. The patient was stable.